Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient with and implantable neuro stimulator (ins) for degenerative disc disease and spinal pain. It was reported that the patient fell on the ins in 2014 and it has not worked since then. No patient symptoms or complications were reported in this event.